Event description:
No additional event information provided.

Manufacturer narrative:
The customer¿s report was not confirmed. The returned bone transport nail was functionally tested, and no anomalies were found. Retraction and distraction force measurement was found to be within specification. A review of DHR (device history record) for the returned unit confirmed that it met all the required quality inspection criteria (x-ray inspection and acceptance test). The root cause of the customer¿s report could not be identified.

Manufacturer narrative:
The device was not returned for evaluation. Images provided confirmed the alleged event. Root cause is unable to be determined at this time. The reported event has been addressed in the device labeling.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter, while trying to reset the nail during a revision procedure for a screw exchange the nail transport shaft could not be moved after many attempts. No patient injury was reported.